Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the speed displayed by the roller pump did not match the dial setting. The essential pumping functions of the console were not affected by the event. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.